Event description:
Diagnostic testing resulted in high impedance (dc-dc code of 7, limit, high)suggesting a potential lead malfunction. X-rays were performed. The connector pins appeared to be fully inserted into the generator. There was a suspect region (break and/or acute angle) on the lead at the tie-down. A suspect area was also located behind the generator. The pt is scheduled for lead revision surgery. Review of mfg records for the bipolar lead revealed no anomalies that would adversely effect device performance. The cause of the event is unk at this time; investigation is ongoing.

Event description:
Further follow-up revealed that the patient underwent ncp system replacement. Both the pulse generator and bipolar lead were replaced.